Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the tissue bag falling off the metal supports as the tissue bag was returned detached from the unit. It was also observed that a portion of the bag was missing with scratches near the hole. Based on the condition of the returned unit and the description of the event, it is likely that the metal supports being exposed was caused by improper assembly. The hole and scratches on the bag were likely due to the bag coming in contact with a sharp instrument or object. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: oophorrectomy. Event description: during the oopherrectomy a retrieval bag was used to remove a part of the ovary when the bag was deployed the steel plates where along side the bag and the bag could not be opened as intended another device was opened and the procedure was completed with the second device. Device did not have the silver metal arms inside the bag. Bag could not be opened and a new device was opened and the procedure was completed. Patient status: no patient injury has been reported. Type of intervention: device replacement.

Event description:
Procedure performed: oophorrectomy. Event description: during the oopherrectomy a retrieval bag was used to remove a part of the ovary when the bag was deployed the steel plates where along side the bag and the bag could not be opened as intended another device was opened and the procedure was completed with the second device. Device did not have the silver metal arms inside the bag. Bag could not be opened and a new device was opened and the procedure was completed. Patient status: no patient injury has been reported. Type of intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.